Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is\ too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, customer alleged the cartridge contained insulin. Customer loaded a new cartridge to resolve the issue and resume insulin therapy on the pump. Additionally, it was reported that once the customer completed the load fill tubing process the pump reverted to the beginning of the process. It was also reported that the customer consumed too many carbohydrates for the amount requested via bolus. Customer's blood glucose level ranged from 215 mg/dl to 223 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.